Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. (B)(6) wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 22,220 and 230 mg/dl. The customer's expected fasting blood glucose test result range is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).